Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module for one sample. The following results were provided: initial result 106.2 ng/l. Results from new sample 0.0 ng/l. Repeat first sample 0.0 ng/l. The physician admitted the patient to the emergency and that¿s where they performed a new blood draw that was negative. No negative impact to patient management was reported.

Manufacturer narrative:
The customer service representative reviewed the module logs but was unable to determine a single part the likely cause of the result issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module for one sample. The following results were provided: initial result 106.2 ng/l results from new sample 0.0 ng/l repeat first sample 0.0 ng/l. The physician admitted the patient to the emergency and that¿s where they performed a new blood draw that was negative. No negative impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00043 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.